Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction of faulty power switch was confirmed. When the switch is pressed, it slowly depresses when the unit it powered off. Additionally, the power switch has dirt and debris between the switch and the switch housing. Based on the results of the investigation, neither a root cause nor a probable cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source power switch could not be turned on as the power button was sticking. The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.